Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient's battery shut off unexpectedly for the fourth time on 2024-jul-20th. The patient was sure the battery was at 100% when they left the house and when they got back home, they felt funny, checked the battery and it was off. It was unknown whether any external factors may have led or contributed to the issue. Technical services reviewed the logs which showed therapy had shutoff three times due to therapy unavailable (5/13, 5/18, and 6/1). The date of alleged issue due to walking into cvs was 5/18. Review of recharge history and therapy loss on 6/1 did not seem to indicate a device issue. Therapy loss was suspected to be due to normal battery depletion due to inadequate charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient would charge anytime the implant got below 50% and would recharge to around 60-70%. During this time the patient was using the recharger application and had an excellent connection. This occurred every three times and typically took around 45 minutes to an hour. The patient¿s expectation was the implant would charge from 0 to 100% within about 1-1.5 hours with good to excellent coupling. Review of logs associated with this incident the patient had varying degrees of success maintain coupling during charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient went to cvs pharmacy and their battery shut off when they walked through the detectors. Patient turned the battery back on and the issue resolved. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient, mentioning this situation of their battery running out, and they thought the patient was doing it. The patient wants to give feedback that if the implanted battery goes out and needs to be charged, it would be nice if it would just turn on again by itself after being recharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient mentioned having the battery replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting there was a third occurrence of therapy shutting off that happened two days ago.

Manufacturer narrative:
Additional review indicates that the second occurrence of therapy turning off was already reported in manufacturer's report (#3004209178-2024-12137). However, review of the event determined this is one event. Therefore, any additional information regarding this event will be submitted as a supplemental submission to this report (#3004209178-2024-11703). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was far more concerned with the fact that their therapy shut off twice, including once when the patient was alone away from home with no phone. The situation was extremely serious. The patient went to a pharmacy and their battery shut off when they walked through the detectors. The patient turned the battery back on and the issue resolved. A third occurrence of therapy shutting off happened two days ago. The exact date of when the therapy shut off for the second occurrence was unknown. Additional information received from the manufacturer¿s representative (rep) reported the patient would charge anytime the implant got below 50%, and would recharge to around 60-70%. During this time the patient was using the recharger application and had an excellent connection. This occurred every three times and typically took around 45 minutes to an hour. The patient¿s expectation was the implant would charge from 0 to 100% within about 1-1.5 hours with good to excellent coupling. Review of logs associated with this incident the patient had varying degrees of success maintain coupling during charging. Additional information was received clarifying that the first occurrence of therapy shutting off occurred at the store. For the second occurrence, the patient was unsure when it turned off. For the third occurrence, the patient was at home. The patient did not think there was any other environmental factors that contributed to the third occurrence of therapy shutting off. The patient was easily able to turn the device back on.